Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.